Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with palpitations. Review of ECG showed possible tracking of non-physiologic signals on the atrial channel. It was suggested to determine if the patient was around any potential source of emi. Physician elected to reprogram the device. Patient will be monitored with routine follow-up.